Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, the pulse generator exhibited backup vvi operation. The patient is pacer dependent and the stored EKG revealed an episode of asystole. The device was programmed high output settings so the patient was receiving pacing support. The device had reached elective replacement indicator and was unable to restore the backup vvi. The device was explanted and replaced on (B)(6) 2016. The patient was in stable condition.